Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized after receiving two inappropriate shocks. The patient was sleeping at the time of the shocks. The shocks were due to oversensing of noise. Technical services reviewed the available device data and noted high amplitude deflections, baseline shifting, and temporary loss of cardiac signal, consistent with impairment of the contact in the device header with the sense b node. Troubleshooting steps to try to recreate the artifact were discussed. Also, the shocks occurred in the primary vector; reprogramming the vector to secondary would resolve the noise as the sense b node is not used in the secondary vector. The field representative confirmed the noise from the episodes was not able to be reproduced with manipulation of the device. The sense vector was reprogrammed to secondary and the patient was released from the hospital. X-rays were provided and showed the electrode terminal pin was fully inserted into the device header. The device remains implanted and in service. No additional adverse patient effects were reported outside of the inappropriate shocks.